Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was placed under electrocautery protection prior to a routine device replacement procedure. This device exhibited pacing spikes with loss of capture (loc) while cautery was applied right over or near the can, however there was no indication of greater than two seconds of asystole. Technical services (ts) explained that when the current on the leads exceeds a certain threshold, the defib detect circuit causes the device to truncate any pacing that occurs at that moment and for the next 160 ms. While the device cuts off any pace that is in progress, a pace marker is still sent out because the intention to pace occurred but only a small small amount of energy (potentially sub-threshold for capture) was delivered. This behavior is transient and only lasts for the pace pulse that is in progress plus an additional 160 ms. However, if the current is still present and above the defined threshold, this behavior will occur on the next pulse as well. This crt-d was explanted and the device replacement was completed successfully. No adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.